Manufacturer narrative:
Further information was received regarding the event. There was an external blood leak of 100ml, and the blood in the extracorporeal circuit was not returned to the patient. This led to an estimated total blood loss of 289ml. There was no patient injury or medical intervention associated with this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures shows that the gluing between the pbp pre-pump line and the support plate is not in abutment, which would lead to a leak. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the dialysis treatment had just started, a blood leakage was found from a prismaflex m150 set ckt. There was patient involvement but no patient injury and no medical intervention. No additional information is available.